Event description:
The dentist reported that after nearly 1 month that the dental implant was installed in patient's intraoral region #12, it was verified its non osseointegration. Patient presented low bone quality and bone graft was executed.